Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2015. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Tensile strength insufficient. The knots did not hold; at 8 days after surgery, the patient was re-sutured because the points of the original suture were opening.